Event description:
Related manufacturing reference number: 2017865-2022-16566. It was reported that the right atrial lead and right ventricular lead were capped and replaced on (B)(6) 2022 due for unknown reasons. The patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction- e1 and e3 - customer name should have been darla ross rather than dr derek yung and e3 should have been nurse rather than physician.